Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections as a backup therapy. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions to return the problematic pump.